Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a surgical procedure, the surgeon could not fully insert the screws into the pre-drilled holes in the tibia. The screws would not advance. The screws did not break, and revision was not required. Integra has requested add'l info from the reporter.